Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the controller just stopped charging and it died, but nothing else changed to cause the loss of stimulation and suffering. The patient took the battery out of the remote controller and when that did not work they called the manufacturer. The replacement of the controller charged and worked great. It resolved the loss of stimulation and suffering. They had pain relief once again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the controller showed an rm04 error code. The patient reported that they got a system problem "cannot continue please call" followed by rm04. The patient reported seeing a message that there was a software problem and the screen number was 99. The patient had been trying to charge their ins. The screen showed 1. Intellis, 2. 3.0, 3. 243, and 4. Qf_port. The controller was connected to the recharger and a lithium ion battery pack was being used. The patient tried removing the battery pack and resetting the controller, but continued to get the rm04 message. The patient stated they were without stimulation and they were suffering. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 9 7755 lot# serial# (B)(4) implanted: explanted: product type recharger: due to (B)(4) harmonization, any previously submitted method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and the patient reported they had no changes that led to loss of stimulation and suffering. They woke up one morning and the controller did not work. A replacement controller was sent and they met with a manufacturing representative to change programming. The patient was disappointed in the lack of relief in their back. They stated the loss of stimulation and suffering was resolved for the most part. The patient stated they were not getting the relief of pain in their back like they did during the trial phase. No further complications were reported or anticipated.